Event description:
Reportedly, during insertion, an aesculap (12.5mm) vascular clip applier, the device snagged on the ussc disposable trocar sleeve (12mm). While additional force was applied to the clip applier, it "jolted" forward with the trocar. The renal vein was torn. A complete nephrectomy was performed. The pt, had a renal tumor which recessitated a complete nephrectomy.